Event description:
It was reported that patient problems with granuloma 5-6 years ago and that they fixed that. Drug in the pump at the time was noted to be morphine.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_ unknown_cath, serial# unknown, product type catheter. (B)(4).